Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic radical surgery for colon cancer, while doing an inter-colon anastomosis, the surgeon was not able to attach the anvil to the body of the stapler. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The visual inspection of the staple guide noted the instrument had a full complement of staples. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the anvil was attached without difficulty. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staples were properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.